Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure with hospital visit or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) and that the needle did not retract back into the pod. Once the pod was removed the patient noticed that the needle was broken and that they had to be admitted to the hospital for high blood glucose level (exact bg levels was not provided). There were no further information regarding the hospital visit or to the patient¿s treatment. The pod was worn between 4 and 24 hours on the arm.